Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer went into a pool with the insulin pump on and there was fluid under the lcd display. The buttons on the insulin pump reportedly stopped working. The customer's blood glucose was 19.6 mmol/l. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.